Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was nonfunctional. The field service engineer replaced the controller for drawer 1 and verified that all light-emitting diodes were illuminating properly. The fse then contacted a technical support specialist, who reprogrammed the station for the new controller. Med bank support dialed in the station and confirmed that drawer 1 was functioning correctly after programming the controller card via structured query language. The system functioned as intended after the field service engineer resolved the issue.